Event description:
It was reported that a user on the first day of ilet pump therapy experienced hyperglycemia, with blood glucose measured at 400 mg/dl that subsequently decreased to 240 mg/dl after the user followed training to not announce meals and to allow the pump to deliver correction doses. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included correction dosing by the device with improvement in glucose level and no hospitalization. Investigation included customer counseling on use of the system and confirmation that automated correction dosing was operating as designed. Investigation of this case revealed no device malfunction and indicated user behavior consistent with missed meal announcement as the precipitating factor for hyperglycemia, with the pump¿s automated corrections reducing glucose. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with unannounced meals, with the device functioning as intended.